Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio observed that the therapy connector assembly was loose, which was causing the reported intermittent connection failure. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control has provided technical support to the hospital biomed and advised the replacement of the therapy connector assembly. After multiple attempts at following up with the customer have been unsuccessful, it is unknown if the device has been repaired or not. The device has not been returned to physio-control. The cause of the reported failure could not be determined.

Event description:
It was reported that the therapy cable connection was intermittently recognized by the device. There was no patient use associated with the reported failure.